Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on 2 accu-chek inform ii meters with serial numbers (B)(4) (meter a) and (B)(4) (meter b). The patient was initially tested on meter a at 9:07 p.m. With a result of 440 mg/dl. The patient was re-tested on meter a at 9:08 p.m. With a result of 184 mg/dl. On (B)(6) 2019 the patient was tested on meter b at 11:56 a.m. With a result of 503 mg/dl. The patient was re-tested on meter a at 12:01 p.m. With a result of 384 mg/dl. The patient was not treated based on the meter results. There was no allegation that an adverse event occurred. The patient is doing well. The same strip lot was used on both meters. All meter tests were from capillary finger sticks. Qc passed within 24 hours of each event on both meters. The test strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.